Event description:
Consumer reports the center of the tampon pulled all the way out with the string. Manual removal of the remaining piece was successful. No medical care was required.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.